Manufacturer narrative:
Evaluation, results: inherent risk of procedure ¿ (dissection). (B)(4).

Event description:
During the index procedure two endeavor sprint drug eluting stents were implanted in the lad vessel. It is reported that during the index procedure a dissection occurred. A medtronic device has been reported as the cause of the dissection.